Event description:
My concern is about labeling. This product is a medicine, apparently considered a medical device, but it is an antimicrobial ointment used on serious wounds. Therefore, this product is absorbed into the body. The problem is, they apparently are not required to list their ingredients, other than the silver and the purified water. And they would not tell me what the other ingredients are, as they are a "trade secret". Products like this should not be allowed keep ingredients secret. What is considered safe now, may not be considered safe in the future. What is safe for some patients, may not be safe for others. So full disclosure of ingredients should be required. FDA safety report ID # (B)(4).